Manufacturer narrative:
Device was used for treatment, not diagnosis. Report was initially submitted on jun 24, 2016 but the report did not pass the first acknowledgement in the FDA portal. Advised by FDA on jun 30, 2016 to resubmit medwatch. A manufacturing investigation was performed for the subject device (1 cable tensioner with pistol grip, part number 03.221.015, lot number p094630). The subject device was returned with a broken tooth on the thumb release and a broken torsion spring. The broken torsion spring kept the thumb release in contact with the cam shaft. The complaint condition was confirmed. As previously reported, a review of the device history records did not reveal any manufacturing related issues associated with the subject device lot. The manufacture date of this device is apr 2011. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Concomitant device reported: cable (part-unk,lot- unk, qty:1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review part number: 03.221.015 synthes lot number: p094630 release to warehouse date: 18-may-2011 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable tensioner stopped tensioning during an unknown procedure, to correct a femur fracture. The complained device malfunction did not produce a surgical delay as another tensioner was readily available. The patient was reported as fine post-surgery. This complaint involves one device. Concomitant device reported: cable (part-unk,lot- unk, qty:1). This report is 1 of 1 for (B)(4).